Event description:
Medtronic received information that during a perfusion case on a (B)(6) baby, difficulty was encountered draining the patient throughout the case. When they came off bypass, this venous cannulae was inspected and found to have 4 white plastic balls inside the cannulae. It was reported that the baby was doing well after the procedure; however, the patient's condition was compromised during the case because, it was hypoperfused as a result of the cannulae issue.

Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed four small round plastic beads that were returned in a plastic cup. The beads measured between .071 and .087 inches in diameter. Inspection of the used cannula showed no beads remained inside, nor was any outward signs of damage detected. Inspection of four other unused sealed returned cannulae showed no loose beads inside the cannulae or sealed inside the peel pouch. Device history review did not reveal any abnormalities or non-conformances. Conclusion: the clinical observation was confirmed. The root cause of this event was related to the presence of foreign material that likely occluded the cannulae body. The spheres were determined to be pieces of ceramic cleaning media used for burr removal and final finishing on the cannulae metal tip at the supplier. (B)(4) tip units were examined, and no other occurrences of this issue were found.